Event description:
Lorenz product mimix was placed in pt with another product, norian (product from another co) over a titanium mesh. Mimix and norian were later removed because they did not become solid.